Event description:
Upon turning the devices on an e6 error would display. This error made the devices inoperable. They were brought to the clinical engineering shop and were fixed by swapping the main board. The manufacturer released a software patch to prevent e6 errors from happening.